Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the device doesn't complete the boot up cycle. It was determined that the device cannot be repaired. The customer will receive a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't complete to boot up cycle. As a result, defibrillation therapy may be unavailable, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't complete to boot up cycle. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Additional investigation by stryker determined that the cause of the reported issue was due to the user interrupting the device's scheduled software installation. The user failed to follow the software upgrade installation instructions in the device's operating instructions. The device was archived by stryker.